Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastrointestinal to treat pancreatic cyst during a gastrointestinal anastomosis procedure on (B)(6) 2026. During the procedure, the physician reported that the tip end of the axios was not electrified. However, it was later confirmed that a puncture was made with the initial device. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.